Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for use in patient for endovascular treatment of a 7 cm abdominal aortic aneurysm in 2002. The external iliac arteries were reported to be small, and the patient's vasculature was reported to be "paper-thin". The patient had a previous coronary artery bypass graft and was not a good candidate for open surgical repair. A 22 french sheath was inserted into the ipsilateral side, but the delivery catheter could not be inserted. It was reported that the physician recommended that the patient be converted to open surgical repair at a later date, but the patient's family requested that the endovascular procedure be continued. A conduit was successfully implanted to bypass the external iliac arteries, and a 22 french sheath was successfully inserted. It was reported that, when the delivery catheter was positioned superior to the renal arteries, the patient's blood pressure dropped, and angiography demonstrated contrast extravasation consistent with rupture. The delivery catheter was removed undeployed, and an occlusion balloon was inserted and inflated to achieve control of the patient's blood pressure. The patient was emergently sent to the operating room for open surgical repair, during which the patient expired.